Manufacturer narrative:
Inner base tube assembly; outer lift tube assembly, bearings, lift here label.

Event description:
It was reported by service report that the cost base tubes have a lot of flex and the lift here labels are illegible. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.